Event description:
It was reported that the patient was not able to adjust the patient programmer with or without antenna attached. The patient reported that she cannot use the patient programmer and saw the "poor communication" screen. She said that it's not unusual for her stim device to flip and move in the pocket. She had her first device implanted in 2003, which moved and flipped in the pocket, and an anchor was used to prevent the issue. A new pocket was not used for the current device. The patient indicated that her physician stated that if the issue happened again they would consider a new pocket site for the ins. Additionally the patient said she had gained some weight. The patient was not able to establish communication with the recharger and saw the "reposition antenna" screen on her recharger. The patient said she went on vacation for 15 days and forgot to bring her recharger. She added that she charged more often than expected and had to charge every 10 days. The patient stated that she had been exercising more and felt like the device may have moved more. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional review of the event determine the events regarding recharging issues, communication issues with the patient programmer, and the patient's current device flipping were also reported under manufacturer report # 3004209178-2012-04557. Any additional information received regarding the patient's previously implanted neurostimulator (serial #(B)(4)) will continue to be reported under this manufacturer report number (#3004209178-2012-04543).

Manufacturer narrative:
Product ID 748925, lot#, serial# (B)(4), implanted, explanted, product type: extension, product ID 748925, lot#, serial# (B)(4), implanted, explanted, product type: extension, product ID 7435, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID 389133, lot# j0428162v, serial#, implanted, explanted, product type: lead, product ID 389133, lot# j0428162v, serial#, implanted, explanted, product type: lead. (B)(4).